Event description:
This case occured outside of the united states, in (B)(6). On an unknown exact date in (B)(6) 2022, a patient was injected several times in the neck with rha 1 (present complaint) and puresense redensity 1 (complaint (B)(4)). A few days following the last injection of rha 1, three swellings appeared in the neck (the largest one measuring 1.5 cm). They were no hard to touch, no painful, nor warm. As corrective treatment, the injector first advised the patient to massage the area, then, on a follow up visit, the swellings were still present and the patient was injected with hyaluronidase. The swellings were getting smaller following this hyaluronidase injection. As per the injector, these swellings could be three inflammatory granulomas. Based on this assumption, we decided to report the case. Despite several reminders, we did not received additional information. A close follow up will be done on this case.

Manufacturer narrative:
Corrected data: a local medical expert has been contacted to manage the situation. A close follow up will be done on this case.